Event description:
Cpi received info that a pt with a pmi lead experienced oversensing and inappropriate therapy. An invasive procedure was performed and the physician found an insulation defect on the lead, it was capped. A complete new system was implanted. Cpi is unable to determine which serial number had the problem.